Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd vacutainer® plus plastic whole blood tube there is an issue with the tops coming off. The customer stated ¿when using the lavender blood collection tube in our facility. Occasionally the cap is removed to check for clots, but it has never been a problem recapping them. We have had 3 incidents in a lapse of 24 hrs. Where the cap of the lavender tops have come off, spilling blood out when sample was been remixed, and in one occasion when sample was in the instrument, this particular tube was in a rack waiting to be processed (not moving) , and we were able to see it, stopped the instrument, avoiding a major spill inside.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation results: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper creepout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for stopper creepout with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.